Event description:
It was reported to boston scientific corporation that a radial jaw 4 single-use biopsy forcep was used during a procedure. According to the complainant, during the procedure, a hemorrhage occurred, which required a blood transfusion. The patient's current condition was reported to be ok. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.